Event description:
Multiple pts (ages 31-88) with leaking or reddened IV sites. After 2 pts required add'l hospitalization and post-hospital testing hosp tried to formally track the info for this period of time in june, hosp obtained info and immediately took action to discontinue product use. Symptoms: infiltrate/severe. Infiltrate/severe pain at site, puffy. Site pink/red, puffy, leaking. Leaking. Leaking, sore. Heplock leaking at site. Site inflamed. Leaking. Sore and edematous. Leaking at site. Leaking 16 yrs. Leaking. Leaking. Tender, red, swollen, infiltrate severe. Leaking/infiltrate. Leaking within 20 hrs. Leaking/inflamed. 24 yrs old leaking, red, painful. Leaking. Leaking. No incident report. Leaking, burning, painful. Red. Unk. Tender at site, red, leaking. Redness, infiltrate, edema. Leaking, infiltrate/severe. Leaking. Infiltrate with redness. Infiltrate with redness. Infiltrate. Leaking. Discomfort, inflamed. Infiltrate, discomfort. Leaking. Edematous, mottled, tender. Infiltrate, swollen. Discolored. Red, swollen. Leaking at 1320. Infiltrate. Leaking.